Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump had multiple external flash error alarm and failed self test error alarms. The blood glucose level was unknown. The troubleshooting was performed. Nurse reported that the self test was performed and the test was failed. The customer was advised the insulin pump will need to be replaced and discontinue use of the insulin pump. Insulin pump will be returned for analysis.